Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited low pacing impedance measurements, with poor sensing and high pacing threshold values. A chest x-ray was performed and confirmed the lead was dislodged and located under the clavicle. It was suspected that the lead had not been firmly fixed at implant, allowing it to dislodge. The lead was explanted and replaced. No additional adverse patient effects were reported outside of the surgery to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found explant damage including cuts in the insulation and deformed shocking coils at approximately 600 mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the low pacing impedance measurements, sensing issues, and high pacing threshold values that were observed clinically. These observations were likely the result of the lead dislodgement, which cannot be confirmed with laboratory analysis.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited low pacing impedance measurements, with poor sensing and high pacing threshold values. A chest x-ray was performed and confirmed the lead was dislodged and located under the clavicle. It was suspected that the lead had not been firmly fixed at implant, allowing it to dislodge. The lead was explanted and replaced. No additional adverse patient effects were reported outside of the surgery to replace the lead. The explanted lead was returned for analysis.